Event description:
On (B)(6) 2004, the patient underwent treatment of a 9.5 cm abdominal aortic aneurysm with six gore excluder aaa endoprostheses. It was reported that on (B)(6) 2013, the patient presented to the hospital with belly pain. A non-contrast CT showed a possible rupture of the aneurysm. Additional contrast imaging confirmed the evidence of a rupture with a possible proximal type I or type iii junctional leak. It was also reported that the aneurysm had enlarged to 10 cm. On (B)(6) 2013, the gore excluder aaa endoprostheses were explanted, and the aneurysm was repaired surgically. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the aneurysm rupture is unknown. Additional devices implanted and involved in this event: pct261414/03015788, pcc201000/03139470, pcc2014000/03150927, pcl161407/022123111, and pxc181000/03319030.